Event description:
It was reported that the rigid video laparoscope had broken rod lenses, bent insertion tube and no clear image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.